Manufacturer narrative:
Device evaluation:visual inspection was not performed as complaint device was not returned for analysis. The complaint device was discarded by the customer. Manufacturing record review for this production order (po) revealed that this serial number lens was manufactured according to specification. During manufacturing process all lenses are visually inspected for defects. A review of the complaints related to the production order was performed and the results revealed that no other complaints for this order number were received.the directions for use (dfu) was reviewed which adequately provides instructions and precautions for the proper use and handling of the intraocular lenses.  Based on investigation results review, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information was received which indicated that the intraocular lens (iol) was removed and replaced in the initial procedure and not an explant as reported in the initial MDR. The reason for removal of the lens is unknown. No further information was provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted and then explanted on the same day. The reason for the explant was not provided. No further information was provided.